Event description:
It was reported the patient experienced withdrawal symptoms of muscle rigidity and itching. The first occurrence was in 2008. The patient was then given oral baclofen and then "got better". Two weeks later, the patient experienced a milder case of withdrawal. Shortly after, the patient went in for an unscheduled refill that was a month early. In 2009, the patient again experienced withdrawal that lasted a day. X-rays were taken and cap access was done, however, nothing was found and the catheter was in the correct position. A second dye study and a rotor study were done with no abnormalities found. The pump was noted to be on a recall list. The patient's family opted to have the device replaced. The drug in the pump was baclofen. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Device analysis revealed the motor failed testing on the constant load tester. There was no cause for the failure found in the motor during disassembly and inspection. Attempts to test the motor twice on the tester, but the testing would not progress past the impedance testing. Analysis confirmed a pump motor stall on the constant load tester. Moisture drops were present on the bottom side of the inner cover. No moisture was seen on the motor or in the pump head compartments. Gear wheel 3 had some green corrosion on the surface. No stall was seen during testing. The logs in the initial printout were examined and read with no motor stall/recoveries seen on the initial printout or in the system event log. Real time x-ray shows that there was propellant in the pump. The pump head was clean and dry. The pump tube showed no anomalies. All roller wheels turned freely. There was some slight amount of residue or corrosion on the pumphead pins. The gears were inspected and no anomalies were seen. There was no residue, corrosion or moisture in the motor. The pump circuit board was inspected under a microscope along with the battery and motor wire connections with no anomalies seen. The circuit board and battery compartment areas were very clean. Final device analysis revealed motor stall seen only on the constant load device tester.